Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient. According to the complainant, the patient experienced multiple symptoms, including but not limited to vaginal pressure and pain, vaginal bleeding, urinary retention and dyspareunia. The patient continues to experience vaginal discomfort. The physician's office was contacted; no further information is available without patient consent. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, oml8032302, could not be verified. Therefore, the manufacture and expiration dates cannot be determined.